Event description:
It was reported that patient underwent a surgery on (B)(6) 2012, in which two (2) juggerknot devices were used. During insertion of the first device, one prong of the inserter shaft fractured and the anchor pulled out from its intended position. The prong from the first inserter was retrieved from the patient. During insertion of the second device, one prong of the inserter shaft fractured and the anchor deployed properly. It is unknown if the prong from the second inserter had to be removed from the patient.

Manufacturer narrative:
One of the two inserter shafts was returned for evaluation. The handle and shaft were unremarkable except for the fractured prong. The prong fractured at an angle to the shaft axis. The fracture appears to be a fast fracture, possibly initiated by a severe bending overload. Dimensionally, the inserter shaft was checked for overall diameter, prong length, and the opposite prong width. These dimensions were all in specification and did not support any manufacturing issues. This sort of damage can occur to an inserter if it was not properly inserted into a properly prepared hole. As noted in the surgical technique, "caution must be taken to maintain precise guide position over the guide hole during drill removal." If there is any translation or change in angle of the guide, with respect to the hole in bone, the inserter will not be aligned with the hole. This could result in one or more prongs resting on top of bone, rather than in the hole. Malleting the prong against hard cortical bone can result in the yielding of the prongs. Cause of issue is attributed to user error, in that the damage is likely due to an improperly prepared hole or angle of insertion.